Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (test strip lot number 494053), is related to case with patient identifier (B)(6) (test strip lot number 495651).

Event description:
It was reported the customer received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 22 mg/dl (customer's aviva meter), 30 mg/dl (pharmacy's aviva meter), and 123 mg/dl (customer's aviva meter). No adverse event reported. The test strip lot number (495651) was used for the results 22 mg/dl and 30 mg/dl. The test strip lot number (494053) was used for the result 123 mg/dl. Return of the suspect device was requested for evaluation.